Event description:
Additional information received reported that the patient was having throbbing in the pelvic area, and when the patient decreased stimulation she ¿loses her stool.¿ it was noted that if the patient ¿didn¿t go¿ two to three times in the morning, she had to take an anti-diarrhea pill at night. It was reported that in the morning the patient really had to go. The reporter stated that the patient was stretching and fell on her knee and could have dislodged something. It was noted that the patient¿s symptoms had improved a little bit but not much. It was reported that the patient had no training and was sent home with a ¿box of instructions.¿ it was noted that the patient had an appointment scheduled for (B)(6) 2012. The following day, it was reported that the cause of the event was an underlying condition not caused by the device and programming was verified. It was noted that there may have been signs and symptoms associated with the event, but it was unclear what the signs and symptoms were. The patient did not require hospitalization and the patient outcome was noted as non-serious illness/injury. It was later reported that the patient was still having concerns with the device or therapy but was working with their doctor or manufacturer representative. It was noted that the patient had an appointment scheduled for (B)(6) 2013.

Event description:
It was reported that patient did not feel the stimulation after implant. Patient's bowels were a little loose and her urinary symptoms had improved since the trial. The stimulation was increased on program 1 from 2.3 to 2.5. It was later reported that patient had the device for fecal control. Patient was not feeling stimulation and that morning, patient's bowel was loose and patient wanted to increase the stimulation setting. Improvement was seen but patient was going more frequently with firm stool. Patient was not sure when frequency started to increase. The stimulation was increase from 3.1 to 3.4 on program 1 and patient felt the stimulation. Three days later, it was reported that patient had loose stools. The stimulation was increased to 3.7 volts. Patient scheduled an appointment with her physician for that friday. It was noted that patient did some stretching on the day she was implanted and was suspecting that she had done something to the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# va01mcp, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).